Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the patient's right ventricular (rv) lead showed noise. X-ray confirmed lead dislodgement. The patient was asymptomatic. The lead was repositioned successfully. The patient is stable.